Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unk. The pt's iliac arteries were reported to be non tortuous; however, they were small and excessively calcified. An introducer sheath was not used to advance the stent graft delivery system. It was reported that the device kinked at the proximal portion and deployment was not attempted. The device was removed from the pt and another aneurx device was successfully used to complete the case. No additional sequelae were reported and the pt is reported to be fine.